Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. B5-remove the following details as they were added in error : there was a small hematoma noted. It was not growing, and the staff monitored. H6 clinical codes 1888, 1884 were included in error.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and after the implant there was a small hematoma noted. It was not growing, and the staff monitored. Additionally, the patient had ectopy while on support. Echocradiography was used, and the pump was 3.6 cm from aortic valve annulus but possibly pointed towards the papillary. The doctor believed that this could be the cause of the ectopy. The pump was repositioned, and the patient survived the event before being weaned and explanted.